Manufacturer narrative:
The unit was evaluated at the customer's site. The fse replaced the main pump, main pump valve, and microprocessor pcb. The fse ran 19 test cycles with no noticeable raise in fluid level. At this time aer meets MFR specifications.

Event description:
The customer alleged that a unit exhibited an e01 overflow error and a minor amount of cidex opa leaked from the unit. No injuries were involved. The asp field service engineer (fse) went to the facility to assess the unit.